Event description:
The customer reported that the insulin pump alarmed. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk. The device had a cracked case at the display window, and cracked battery tube threads.